Event description:
No RMA was issued, the device is not expected to be returned. Copy of voluntary report was received from FDA with request for further info. The voluntary report indicated the pt was a recipient of a lumbar catheter in 2003. During insertion of the spinal drain, the guidewire became unraveled. It was thought that the entire plastic catheter and guidewire were removed at the completion of the surgery. It was not until one year later and a history of back and leg pain, that an x-ray showed a retained piece of guidewire and catheter in the pt's back. The pt required surgery to remove this. FDA is requesting the following: 1. Any evaluation of other info used by the firm to determine whether the events described in the medical device report are or are not attributed to the device. 2. Description of any design changes or modifications in the device since first marketed that may be related to the event including any sterilization changes, if applicable, and the date of the changes. 3. A more complete description of investigation, evaluation, failure analysis and/or laboratory testing, including data on specific components involved, as applicable, methodology (ies) used for analysis and/or testing, and follow-up efforts taken to date. Please include a copy of any investigation, evaluation, failure analysis, and/or laboratory testing summary relevant to the reported event.